Manufacturer narrative:
The reported event was confirmed use related as the user does not clean the accessories kit tubing's. Sample was not available for evaluation. Afmea #ra0301678, revision 8 was reviewed for this investigation. The reported event is addressed in step #90. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The root cause identified is "user does not follow instructions. Urine build up". According to baw0338945, revision 1, it states to consult pw100 pw200 or pw200j instruction for use. As the country of event is united states, it appears that the kit arrived in a pw100 or pw200 which share the same IFU. Therefore, baw0338931, revision 2 was reviewed for this investigation. The reported event is addressed within the labeling as it state: point of use cleaning: the collection canister, canister lid, collector tubing, pump tubing, and purewick¿ urine collection system base should be cleaned and disinfected at the time of each use, or at a minimum, daily. The power cord should be cleaned and disinfected at the time of each use, or at a minimum daily. Note: gloves should be worn when handling soiled or dirty accessories. Collector tubing (with elbow connector) and pump tubing: ¿ initial rinse: disconnect the collector tubing from the elbow connector and disconnect the elbow connector from the lid. Rinse the disconnected tubing thoroughly by running cool tap water through the inside of the tubing. While rinsing, remove any excess dirt by wiping the outside of the tubing and elbow connector with low lint disposable wipes. While rinsing, flush the tubing with cool tap water to remove any excess dirt. ¿ cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely submerge the tubing and elbow connector in the solution and allow it to soak for a minimum of ten (10) minutes. At the beginning of the soak time, flush the inside of the tubing with the prepared solution. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the tubing and elbow connector for a minimum of one (1) minute to remove any visible signs of debris or dirt. ¿ rinse: rinse the tubing and elbow connector thoroughly with cool tap water until there is no visible sign of the soap cleaning solution. While rinsing, flush the inside of the tubing with the tap water. ¿ visual inspection: inspect the tubing to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on or inside the tubing. ¿ disinfection: fully submerge the tubing and elbow connector in 70% isopropyl alcohol (ipa). Allow it to soak for a minimum of ten (10) minutes. Flush the ipa through the tubing, prior to starting the ten (10) minute time. ¿ rinse: rinse the tubing and elbow connector thoroughly with cool tap water, ensuring that the inside of the tubing is flushed with water. ¿ drying: dry the tubing and elbow connector outer surface with a clean low lint towel or cloth and allow the inside of the tubing to air dry for a minimum of thirty (30) minutes at room temperature. The baw is attached on the investigation overview element. A DHR review was not required because the investigation was confirmed - use related. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pw user periodically develops utis, and she believes that it is because of the acc kit tubing not able to be cleaned. The caller admitted that she was not cleaning the tubing, only the canister and the lid. Agent provided cleaning instructions of the entire acc kit to the caller and the disinfecting instructions also. Reminded the caller that the kit needed to be replaced every 60 days per manufacturer's suggestions to keep the system running at its maximum performance. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pw user periodically develops utis, and she believes that it is because of the acc kit tubing not able to be cleaned. The caller admitted that she was not cleaning the tubing, only the canister and the lid. Agent provided cleaning instructions of the entire acc kit to the caller and the disinfecting instructions also. Reminded the caller that the kit needed to be replaced every 60 days per manufacturer's suggestions to keep the system running at its maximum performance. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.